Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. On (B)(6) 2014, two month prior to date of death, the patient was admitted to the hospital for atrial flutter. The patient was sedated and then was successfully cardioverted from atrial flutter. The patient was stable during admission and at the time of discharge from the hospital. No further information is available at this time.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for the report source. The report source was also study.